Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during the procedure, the device was inserted and advanced until the distal sheath came out of the endoscope. The finger ring was completely pushed but the snare loop failed to exit out of the distal sheath. Reportedly, the snare loop was able to move within the sheath when the handle was actuated. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detach.

Manufacturer narrative:
Investigation result of flare detached. Investigation results: visual evaluation of the returned device found the flare detached from the catheter at the proximal section. The catheter showed marks from the flare process. The catheter length was measured and was found within specifications. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed; the detached flare prevented loop extension. However, review and analysis of all available information failed to indicate the root cause of this complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.